Event description:
It was reported that withdrawal difficulty and shaft detachment occurred. Vascular access was obtained via the femoral artery. The 35x8 mm, 70% stenosed, eccentric and de novo target lesion was located in a severely calcified and severely tortuous renal artery. A peripheral guide catheter and a .35 unspecified guide wire was first advanced to the target lesion. A 8x37mm express vascular ld metallic stent was then selected and deployed to treat the lesion. While retrieving the stent delivery system, it was noticed to be difficult to remove and had to be pulled hard. However, it was noticed that the balloon part got detached from the system and had to be retrieved with the help of a snare. The procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).